Manufacturer narrative:
Date sent to FDA: 11/12/2020. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the mesh failed causing a recurrent incarcerated hernia. A significant amount of necrotic tissue was removed. Multiple adhesions were taken down. It was reported that the patient experienced severe pain. No additional information is provided.